Event description:
It was reported that the patient had significant curvature with their ams700 inflatable penile prosthesis. The rear tip extenders (rtes) were removed because once the curvature was corrected, the physician wanted a cx device and no longer needed rtes. No other components removed or replaced. The device was working well.